Manufacturer narrative:
Siemens has confirmed bacterial contamination in chemistry wash lot rd41041. A positive bias will be observed on ctni, ltni, tsh, pbnp and lpbn and a negative bias will be seen on ft4 when this lot is first placed on the instrument without recalibration of methods. Recalibration of these assays when using this lot will not correct the problem and may cause falsely high or low results. Siemens issued an urgent medical device recall dated july 2014, communication # (B)(4), to all accounts who had received the impacted lot. Customers were advised of the immediate remedial actions to be taken by the customer: immediately discontinue use and discard all inventory of chemistry wash lot rd41041. - if this lot was never in use on the instrument, no further action is needed. - if this lot had been in use: place an alternate lot of chemistry wash on the dimension system. Prime the new bottle of chemistry wash 30 times. Recalibrate the ctni, ltni, tsh, ft4, pbnp and/or lpbn assays using the alternate lot of chemistry wash onboard. For the listed assays, process quality control every 8 hours. In the urgent medical device recall communication it was stated that siemens was shipping replacement product at no charge for all orders filled with lot rd41041. As an additional precaution, a siemens customer service engineer would be making a visit to decontaminate the system(s) of customers who have used lot rd41041. Note: chemistry wash lot rd41041 had been on the instrument and had been replaced with an alternate chemistry wash lot prior to the 7/8 discrepant qc and patient results. The issue of contamination was likely caused by no decontamination of the system after removal of rd41041. The instrument dip tube and float likely carried bacteria contamination from rd41041 into the alternate chemistry wash lot rd40901 bottle. A siemens customer service engineer has been dispatched to perform a system decontamination.

Event description:
Qc accuracy shifts were seen on troponin I, (ctni); free t4, (ft4); thyroid stimulating hormone, (tsh); and n-terminal pro-brain natriuretic peptide, (pbnp) after having dimension® chemistry wash lot rd41041 on the system. The accuracy shifts were noted while a bottle of chemistry wash lot rd40901 was on the system following the use of lot rd41041 without system decontamination. Falsely elevated troponin I (ctni) results were obtained on patient samples. Patient ctni, tsh and ft4 results were reported to physicians. After system decontamination, patient samples were repeated and results were obtained for ctni, tsh and ft4 within physician expectations. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant results. There was no report of adverse health consequences as a result of the discrepant results.